Manufacturer narrative:
Device received with a critical pump error (open book error) and pump error 35 found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error alarm. Customer's blood glucose reading at the time of the incident was 150 mg/dl. Insulin pump is not expected to return for analysis.